Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues and a specific cause for the patient¿s infection could not conclusively be determined. (B)(6) was returned assembled with the pump cable severed approximately 13.5" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The outflow graft clip was present around the hardware of the sealed outflow graft assembly. The outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon disassembly of the returned pump, examination of the textured blood-contacting surface of the inflow cannula revealed a very thin layer of white tissue-like ingrowth adhered along the proximal edge. The interior textured surface of the inflow cannula also revealed soft collagen-like islands. The ingrowth, as well as the collagen-like islands were well adhered to the textured blood-contacting surface and did not appear to obstruct flow. Further examination of the remaining blood-contacting surfaces revealed no additional developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received a transplant on (B)(6) 2019 due to a suspected driveline infection. Additional information was request, however was not provided.